Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer experienced symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer did not allege the insulin pump for under delivery. Customer declined to test insulin pump. The device will not be returned for analysis.